Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, index procedure was performed. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis, reference vessel diameter of 7mm, a length of 50mm, and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation, placement of a 7x100x75 innova¿ stent and post-dilatation with 0% residual stenosis. The patient was treated as an outpatient. In (B)(6) 2015, site has reported an event of in-stent re-stenosis (isr). In (B)(6) 2015, the 90% isr in the right proximal and mid sfa was treated with percutaneous transluminal angioplasty (pta) with drug-eluting balloon with 20% residual stenosis. On the same day, the event was considered to be resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post-procedure, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, during follow up visit, the patient was diagnosed with in-stent restenosis of previously placed study device in sfa and was referred for catheterization. In (B)(6) 2015, the 90% isr was treated with pta using cutting balloon and not with drug-eluting balloon as what was previously reported.